Event description:
A us distributor contacted zoll to report that a patient developed a rash/ open wound under the lifevest equipment. Patient described the area as a rash recently due to allergies that the patient has, and the skin opened. The patient did not state what the allergy was from. There was no alleged device malfunction contributing to the irritation. The patient¿s physician stated to leave the device off in the daytime when they are moving around and near people but to put it back on at night while sleeping until the rash heals. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.